Event description:
Oversensing on ventricular side was observed. An analysis is required to identify the root cause.

Event description:
Oversensing on ventricular side was observed. An analysis is required to identify the root cause.